Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt, a self-tester, ran a correlation with the lab due to unexpected low results that he has been obtaining. Pt's therapeutic range: 2.5-3.5. Pt really started taking note of issue because his inr decreased although doctor has been increasing his warfarin. Pt has been testing on the meter between 5-7 years and has not had any issues before.

Manufacturer narrative:
Investigation pending.